Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown persona partial knee femoral component, catalog #: ni lot #: ni, unknown persona partial knee tibial component, catalog #: ni lot #: ni. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a right knee partial knee arthroplasty revision of the articular surface to address ligament instability post-operatively. Attempts have been made, however, no additional information is available.